Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer reported that the extension set was cracked causing to leak. There was patient involvement; no blood loss or bleed back, the tubing was replaced, unknown delay in therapy, but harm was not reported as a consequence of this event.